Event description:
It was reported that the right ventricular (rv) lead had high impedances in both the high voltage and superior vena cava coil. A "sudden" rise in impedance was noted. The rv lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed. A patient alert for out of tolerance subthreshold lead impedance was activated on (B)(4)-2012. Daily hight voltage lead impedance trend data shows an abrupt increase for defib active can on impedance and svc defib = 69 to to 254 ohms peak between (B)(4)-2012.